Event description:
On (B)(6), 2011, the pt was implanted with two gore conformable tag thoracic endoprostheses to treat a type b thoracic dissection. On (B)(6), 2011, the pt presented to the emergency room with chest pain. A computed tomography revealed a retrograde type a dissection. A combined open and endovascular repair was performed to treat the type a dissection. The physician sewed in a 32mm hemoshield graft to rebuild the ascending aorta and implanted one gore tag thoracic endoprosthesis proximal and two gore tag thoracic endoprostheses distal to the original implanted grafts. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Per the gore tag comformable thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following pt etiologies: acute and chronic dissections.